Event description:
Reporter indicated a patient was to have vns generator and lead replacement surgery on (B)(6) 2012 due to an unknown reason. On (B)(6) 2012, it was confirmed the reason was due to high lead impedance. Diagnostics with the new vns lead and generator were within normal limits. A manufacturer's implant card was received indicating the reason for the replacement was due to a lead discontinuity. The explanted vns lead and generator have been returned and are pending analysis. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the reporter. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the returned vns generator and lead. Analysis of the generator did not reveal any anomalies, and the generator performed per specifications. A break was identified in the positive lead coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However, due mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Dried body fluids are seen inside the inner silicone tubing. Incisions in the tubing of the lead were necessary to perform inspection of the lead coils. Reporter indicated high lead impedance was first noted on (B)(6) 2012. The last acceptable diagnostics were on (B)(6) 2012. The patient had no trauma and did not manipulate the vns.